Event description:
It was reported that the surgeon had a difficult time placing set screws onto the screw and thin strip of titanium was sheared off the screws while attempting to put them on.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.